Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The rash was described as red in color. The patient's doctor prescribed the patient clotrimazole cream for the rash. After using the cream, the patient reported that the rash had healed. There were no allegations of a device malfunction contributing to the irritation.